Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in a patient (event date, patient age, sex, and weight are unknown). During the procedure, after the flexima biliary stent system was advanced to the papilla without a guidewire, the guide catheter stretched and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The suture hole on the push catheter was found torn. The push catheter was kinked at the proximal end near the hub. The guide catheter was stretched and broken at the proximal end. The touhy borst was separated/detached from the proximal hub of the push catheter. No glue residue was present inside the touhy borst assembly. During the evaluation, the suture was separated from the delivery system to examine the broken distal piece of guide catheter. The distal end of the guide catheter was kinked/bent (suture impressions). There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. However; during manufacturing, 100% inspection is conducted on all product labels to match packaged components.